Event description:
It was reported that the clinician was unable to remove the guidewire, and the procedure had to be aborted. No other information was provided. Additional information received 04/03/2024: it was reported, "no real impact to the patient, except an aborted PICC insertion."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.